Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during an operational check, there was a blue bar that ran across the screen that asks to turn to 250 joules; the bar was flashing in different places along the bar. There was no reported patient involvement.